Event description:
The surgeon reports performing cataract surgery with implantation of the crystalens intraocular lens in the right eye using the ci-28 delivery device. Post-operatively, a z-syndrome occurred. The patient's preoperative bcva was 6/7.5 (20/25) with mr + 5.25 - 1.0 x 160. One week postoperatively, the patient's bcva was 6/7.5 (20/25) and a lri was performed. Some pco was observed. Double vision was reported at approximately six weeks postoperatively with decreased visual acuity of 6/15 (20/50). The surgeon applied a central yag capsulotomy and attempted re-position the iol which slightly improved visual acuity to 6/12 (20/40) but reverted to 6/15 (20/50) two weeks postoperatively. The patient is scheduled for a planned follow up to decide whether to apply a second yag procedure or perform an iol exchange. Additional information has been requested. Reference MDR #2031924-2010-00234.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. According to the surgeon, the most likely cause of the z-syndrome is due to the size of the iol in a relatively small eye. Capsule fibrosis may cause misalignment of the iol. (B)(4).